Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed several controller power up events without an associated motor start event were logged between (B)(6) 2025 at 16:30:47 and (B)(6) 2025 at 11:57:29, indicating that the driveline was not connected to the controller. Log files also revealed an additional controller power up event with an associated motor start event was logged on (B)(6) 2025 at 11:58:51. Review of the data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2025 at 16:33:00, indicating that the controller power up events likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed four (4) vad disconnect alarms were logged on (B)(6) 2025 at 16:30:55 and on (B)(6) 2025 at 11:56:47, 11:57:33, and 11:58:56, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared on (B)(6) 2025 at 11:59:17, indicating that the driveline was connected to the controller. As a result, the reported loss of power and vad disconnect alarm events were confirmed. The reported data transfer error could not be confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported data transfer error event. The most likely root cause of the reported data transfer error can be attributed to insufficient data in the raw log files to generate an autologs report due to the controller being initially put to use. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the controller exhibited an unexpected loss of power and ventricular assist device (vad) disconnect alarms. It was also reported that there was insufficient or incomplete log data was received to generate a report. The transfer of data from the controller to monitor was indicated by solid black "data transfer" icon and >1 hour of controller data was available. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 3007042319-2024-05242. No additional information will be forthcoming. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.